Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Initial procedure date for knee joint replacement is unk date. 6 month after, the post of implanted ps insert is broken during follow up.